Event description:
The consumer reported adding reagent drops from the binaxnow covid-19 antigen self-test to their eyes on an unknown date thinking it as artificial tears.the consumer is doing fine with no issues.although requested, no additional information including treatment and outcome was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. A product deficiency was not reported or found. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported adding reagent drops from the binaxnow covid-19 antigen self-test to their eyes on an unknown date thinking it as artificial tears. The consumer is doing fine with no issues. Although requested, no additional information including treatment and outcome was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.